Manufacturer narrative:
(B)(4). The covidien technical service engineer (tse) troubleshot this malfunction with the customer over the telephone. The customer informed that they had performed tests and calibrations, and were unable to duplicate the malfunction. The customer found the ventilator to be functioning as intended.

Event description:
It was reported that during maintenance, a ventilator generated an error code, which was captured in the diagnostic log. There was no patient involvement reported.